Event description:
Clinical study: same case of MFR# 6000089-2004-01266. It was reported that about 3 months after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed on the left anterior descending and left circumflex arteries. The pt required CABG surgery.

Event description:
Same case as MFR #6000089-2004-01644. It was further reported that 141 days after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed. The pt was enrolled in the study in 2004. Target lesion 1 was identified in the 1st diag with 70% stenosis and a 2.0 mm reference vessel diameter. Target lesion was treated with a predilatation and placement of a 2.5 x 12 mm taxus stent at the ostium. Residual stenosis was 0% following post-dilatation. There was a slight edge dissection which was covered with a 2.5 x 8 mm taxus stent overlapping the previously placed stent. Target lesion 2 was identified in the 1st ob marg with 90% stenosis and a 2.5 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 2.5 x 12 mm taxus stent. Residual stenosis was 0% following post-dilatation. Ptca was performed to mid lad. The pt presented 141 days post enrollement, with chest pain and cardiolite stress test showed anterior ischemia. Cardiac catheterization revealed: lmca- normal, lad - 85% proximal restenosis at the proximal edge of the stent, focal area of 70% instent restenosis of the 1st diag, 70% stenosis just after the 1st diag, normal distal lad, lcx - normal; 20% instent restenosis of the 1st ob marg, rca -normal, lvef =60%. The next day the pt underwent off-pump CABG x2 using the lima to bypass the lad and a svg to the 1st diag. The pt was discharged five days later, on plavix and asa. In opinion of the physician, the relationship of the event to the taxus stent is "probable."